Event description:
It was reported that prior to insertion, when the package of the intra-aortic balloon was opened, the iab body was taken out and the balloon part was found scattered and the sheath could not be inserted through the guidewire. As a result, the iab was replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab unable to prep/remove from the tray is confirmed based on the returned state of the device. The packaging retention sleeve was noted on the bladder membrane upon receipt, which indicates a potential that the catheter was not prepped per the instructions for use (IFU) and can result in damage to the catheter. An in-service has been requested to reiterate the IFU, including the appropriate method for catheter prep/removal from its packaging. Additionally, upon testing, the iabc passed functional test specifications. The root cause of the complaint is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to insertion, when the package of the intra-aortic balloon was opened, the iab body was taken out and the balloon part was found scattered and the sheath could not be inserted through the guidewire. As a result, the iab was replaced. There was no report of patient complications, serious injury or death.